Manufacturer narrative:
A quote was requested to mavig (supplier of the support arm) and forwarded to the customer, who agreed to perform the following steps themselves. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the support arm for the radiation shield collided with the lateral tube c arm support whilst angling for angiogram. The clinical use of the system was unknown.there was no harm reported to philips.